Event description:
Per the clinic, the patient experienced a performance decrement with the device. Subsequently, the device was explanted on (B)(6) 2015; during the same surgery, the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, february 9, 2015.

Manufacturer narrative:
This report filed august 25, 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.